Manufacturer narrative:
Unit received with energizer lithium battery installed pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08735 inches. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. Pump received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 600 mg/dl, the customer current blood glucose was 293 mg/dl, blood glucose was around 500 mg/dl. The customer was hospitalized on (B)(6) 2018. The outcome was stated discontinue use of pump & was put on manual injections lantus & humalog. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The device will be returned for analysis.